Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3429010 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and the mesh was implanted. Post-op, the patient experienced painful prolonged sitting position, affected obturator nerve, pain in the quadriceps, adductors, right groin and right hip, dyspareunia, frequent vaginitis and urinary tract infections. No further information is available.